Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white calcification on the shell, and a curved opening on posterior. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior, a punctured opening on anterior, and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening. A punctured opening on anterior assessed as surgical damage like. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, b3, d1, d4, d6(a), h4, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white calcification on the shell, and a curved opening on posterior. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior, a punctured opening on anterior, and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening. A punctured opening on anterior assessed as surgical damage like. A sharp broken on plug strap assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.